Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing the fse found that host pc failed to start. To resolve this issue the fse replaced the coms battery. After the replacement, the system was returned use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc would not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips.